Event description:
It was reported during a scheduled catheter exchange, it was noted under fluoroscopy, this drainage catheter had fractured and the distal portion of the catheter remained in the patient. An attempt to retrieve the detached catheter segment was unsuccessful. Another drainage catheter was successfully placed for continuation of treatment. The physician believes the detached catheter segment will be passed by normal peristalsis. Two other catheters were also used in this patient which fractured. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. The company's follow up revealed this catheter was in place for approximately 8 weeks and was being used as a feeding tube in a patient with malabsorption, which is a non indicated use of this device. In addition, this patient has had 7 abdominal surgeries and has considerable scar tissue. The company believes the above factors may have contributed to this event and do not attribute it to the device. However, without evaluating the device the company is unable to determine the exact cause for this event. The company's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections... This catheter should be evaluated by the physician on or before 90 days post-placement."